Event description:
It was reported that the patient experienced swelling of the pump pocket. The hcp had performed a catheter dye study and noted a possible catheter fracture. The patient underwent a catheter replacement surgery in 2009. The pocket was explored and the catheter was found to be fractured in the spinal portion. The 10 cm piece of spinal catheter, the connector and the pump portion were removed. It appeared that a piece of the distal spinal catheter was missing, and it was believed that the tip of the catheter remained in the patient. The catheter was replaced with a different catheter and connected to the existing pump.